Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump would not power on despite a solid green charging indicator and vibrations on button press and when placed on the charging pad, and a hard reset did not resolve the issue, consistent with a screen unresponsive hardware malfunction. Symptoms included none reported. Outcomes included replacement of the pump and guidance to use backup therapy, continue cgm use, sync data before return, shut down the device to avoid further alerts, and return the original device using the provided label. Investigation included remote troubleshooting and logistical review for replacement. The case revealed a nonfunctional user interface/display condition with persistent unresponsiveness, indicating a device malfunction requiring device exchange. It was concluded, based on previously established findings for similar reports, that the cause was device failure of the display or related control electronics.